Event description:
See initial report.

Manufacturer narrative:
H.10: a review of the DHR could not identify any deviations or nonconformities relevant to the issue. The erc was sent back to manufacturer for investigation. Results confirmed the reported issue which was traced back to ingress of fluid inside the clamp. Use conditions (i.e. Extensive exposure to liquid, e.g. During cleaning) may have led/contributed to the reported event.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). Through follow-up communication livanova learned that the issue was more likely related to a disconnection issue between the clamp and the pump system. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm was giving an error message and the function button on the control panel disappeared during procedure. Reportedly the backflow alarm was activated and the clamp closed. There was no report of patient injury.